Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 4 unopened racepacks. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Tested the knot pull tensile strength of the sample received and the results fulfill OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. As indicated in the premilene instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Results of the samples received fulfill the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: poland. Post operative breakage of suture used on carotid artery. The breakage occurred 6 days post op. It was reported that the patient returned to the facility under emergency circumstances and in critical condition. The suture was found to be broken in the middle of the anastomosis. It was also reported that a similar incident occurred with this patient 1 day after initial surgery, while patient was still in hospital recovering. Intervention was able to be quickly completed, however, the patient did go into cardiac arrest due to significant blood loss. One suture item number and lot number were provided for these occurrences.